Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the front response button was non-functional. The cause for the defective response button switch was a defective response button switch. The root cause of the defective response button switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, the front response button was non-functional.